Event description:
It was reported that a 41 cm (16") appx 9.3 ml, quinfuse add-on set w/5 bag spikes, 5 clamps (blue, 4 red), plug adapter generated a leak during patient use. It was stated in the report, ¿the connection between the line and the quinfuse is the location of the leaking, this has occurred with 2 of the quinfuse sets from the same batch number¿. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Investigation summary: received three (3) new devices for evaluation. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed from the returned samples. The returned samples were tested and met product specifications. Without the return of the used samples a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.